Manufacturer narrative:
A4-a6: unk h6-device code 1494: off-label use (acd < 3.0mm) (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo 12.1 implantable collamer lens of diopter -6.50 into the patient's left eye (os) on (B)(6) 2023. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown.